Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a patient regarding their external neurostimulator (ens) from their trial. Patient said the trial leads had to be implanted twice because the right side stopped working. Their healthcare provider (hcp) told the patient their "nerves were different" and the lead could move, but it was okay because the permanent lead was different. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.